Manufacturer narrative:
The procedure was coil embolization of icpc that was not calcified and mildly tortuous. Once the visual inspection of the microcoil (cpl1002565-30, g13746) was complete, and when gently pulling the microcoil back so that no portion of the oil is exposed out of the end of the introducer tip, the microcoil somehow got entangled. The procedure was continued using a new deltaplush (cpl1002565-30, lot # unknown) and the procedure was completed with no further issues. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils by visual inspection. There were no damages noticed on the complaint product after the event. The complaint product is going to be returned for evaluation. No additional information is available. It was reported that prior to use in the patient, after visual inspection of the 2.5mm x 6cm deltaplush cerecyte microcoil (cpl1002565-30, g13746) when gently pulling the microcoil back so that no portion of the coil is exposed out of the end of the introducer tip, the microcoil somehow got entangled. The device was not used in the patient and the procedure was continued using a new deltaplush (cpl1002565-30, lot # unknown) with no further issues. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils by visual inspection. There were no damages noticed on the complaint product after the event. The reported damage of the coil during user handling prior to use was confirmed. With functional analysis it was confirmed that the coil was knotted and protruding outside the distal green tip of the introducer. This type of damage has been associated with a quick retraction during the predeployment inspection. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ''visually examine the microcoil for any anomalies such as kinks, burrs, stretched coil, striations, or other damages. If any anomalies are noted or if there is difficulty advancing the microcoil from the introducer sheath, the unit may be defective. Repackage the microcoil and return the entire device to micrus endovascular or an authorized representative for replacement. Once the visual inspection is complete, gently pull the microcoil back so that no portion of the coil is exposed out of the end of the introducer tip.'' A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. It appears that procedural handling contributed to the event; therefore, no corrective actions will be taken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Per received report: the procedure was coil embolisation of icpc that was not calcified and mildly tortuous. Once the visual inspection of the microcoil ((B)(4)) was complete, and when gently pulling the microcoil back so that no portion of the coil is exposed out of the end of the introducer tip, the microcoil somehow got entangled. The procedure was continued using a new deltaplush ((B)(4), lot # unknown) and the procedure was completed with no further issues. The procedure was conducted in accordance with the IFU. Prior to use, no defect (kink, bends etc) was noted on the microcoils by visual inspection. There were no damages noticed on the complaint product after the event. The complaint product is going to be returned for evaluation. No additional information is available. Additional information received from rep indicated that the coil was not introduced to the patient. Therefore, the malfunction occurred during preparation.